Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully retracted. The basket responds to handle manipulation. Slight resistance was encountered during both advancement and retraction of the basket while the catheter was relaxed on the tabletop or fully straightened as friction was noted as the drive wire passed through a buckled area in the proximal catheter. Retraction was slightly more difficult than advancement, but both retraction and advancement were able to be accomplished. The catheter length was measured and was within specifications. The proximal catheter has buckled 17.6cm to 20.5cm distal to the white handle, evidence of difficulty experienced by the user and contributing to resistance during handle manipulation. A bend was noted in the handle cannula 4.6cm distal to the pin vise handle's proximal connecting cap. The distal opening of the catheter was also viewed under magnification, and the edges of the catheter were smooth. The drive wire and catheter were cut, and the basket was removed to verify the ability to retract and straightness using productions cannula tester tool. The basket was able to be retracted into the cannula tester and retracted straight without resistance. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of difficulty retracting the basket. The buckled section of the catheter increased friction while attempting to manipulate the device. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic retrograde cholangiopancreatography (ercp) to remove common bile duct stones, the physician selected a cook memory hard wire basket. It was reported that the user opened the package and checked the basket and discovered that the basket could not be closed. The user changed to another mwb-2x4 to remove the stone. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.